Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the proximal valve was inconclusive since the clinical conditions could not be replicated. The catheter had been trimmed to length at the 38cm depth mark. No blood residue was observed in the extension leg tubing or within the distal end of the catheter. The printing on the extension leg and molded wing was not worn. A functional test revealed that catheter was patent to infusion. No damage or defects were observed on the solo valve. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that there was spontaneous blood return when placing the catheter. It is unknown if the blood reflux occurred due to complications with the placement procedure. It was reported that the catheter was removed due to other issues. Whether those issues were associated with the blood return was unknown. Since the clinical conditions could not be replicated, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebn1705 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when placing the catheter there was spontaneous blood return even after flushing with 50 cc nacl. The catheter was removed the day after placement due to other issues and a new catheter was placed without any problems with spontaneous blood return. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn1705 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported when placing the catheter there was spontaneous blood return even after flushing with 50 cc nacl. The catheter was removed the day after placement due to other issues and a new catheter was placed without any problems with spontaneous blood return. No patient injury was reported.